Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was 188 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies or unexpected battery out limit alarms were noted. No damage on the lcd connector isolation tape noted. However, moisture damage was found at the lcd board. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.